Event description:
Customer reports that the cust noted "wires exposed" on power cord.

Manufacturer narrative:
Service examined power cord and was informed that wires had been exposed near power cap and had been repaired by clinical engineer. No other problems noted.